Manufacturer narrative:
Pending evaluation.

Event description:
It was reported by the legal team that this female patient's left knee was revised. Reason for revision was not reported.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; no reason for revision was given.

Manufacturer narrative:
Additional information: b3, b5, b7, h9 h7. Yes

Event description:
It was reported via legal documents that on (B)(6) 2005, the patient underwent a left total knee arthroplasty, and then on (B)(6) 2020, approximately 15 years after implant, the patient underwent a left knee revision surgery in which she was implanted with another exactech device. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.